Event description:
MFR became aware of pt death and evaluated available info against current procedures. In an effort to obtain add'l info, certificate of death was requested, received and reviewed by MFR. Death certificate indicates that the pt died while hospitalized. Immediate cause of death is listed as hypoxia secondary to cardiac arrest. No autopsy was performed. It was reported that the pt averaged 50 seconary generalized seizures per month and experienced no change in seizure control with the vns therapy. Treating neurologist indicated that the ncp system was not related to the cause of death. There is no evidence that the ncp system caused or contributed to the reported event; however, based on the reported cause of death, although it is not believed that it is likely that the vns therapy caused or contributed to the pt's death, it cannot be definitively ruled out as a factor.